Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s peritoneal dialysis nurse (pdrn) discovered a fluid leak from the cassette lines after removing the cassette from the cycler. Fluid was observed on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cause of the leak is unknown. Upon follow up, the pdrn stated that the fluid leak occurred during treatment. The patient was prescribed prophylactic antibiotics, name, dosage and route were not provided. Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler after resetting up with new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.